Event description:
In 2008, pt returned to ccl with leg pain. Upon diagnostic examination physician noticed that the popliteal stent implanted 6 months previously was occluded. Upon further examination, physician noticed that this stent was actually fractured.